Event description:
Boston scientific received information that a red alert was received from this patient's remote monitoring system due to out of range shock impedance measurements. A review of the daily measurements showed a slow steady increase in the measurements from approximately 70 ohms one year ago to 118-132 ohms range now. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the gradual rise in impedance is not consistent with a lead fracture or connection issues; but possibly due to calcification. The consultant recommended further testing to evaluate the integrity of the system a 0.1j commanded shock was delivered which resulted in shock impedance of 24 ohms. Additionally, a commanded shock of 1.1j was delivered next which resulted in a shock impedance of 77 ohms. It is the physician's discretion on how to proceed. The caller will discuss the issues with the physician who will likely continue to monitor the patient for now. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received that this system was still exhibiting out of range shocking impedance measurements greater than 125 ohms in all vectors. A boston scientific technical services discussed the clinical observations with the caller who stated they will be scheduling the patient to come in for a commanded shock to test the shocking impedance measurements. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.